Event description:
Customer reported that usb port was loose and cable had to be held in place to charge. There was no reported impact to the customer¿s blood glucose level. No action was required, and customer declined a callback.